Event description:
A customer reported that their mobile app had frozen while they were loading a cartridge. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to uninstall the app, remove the pump from the bluetooth menu, reinstall the app, and attempt to pair it again. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.